Event description:
It was reported that the doctor changed the customer's insulin pump settings. The caller stated that the customer was hospitalized due to high blood glucose of 364mg/dl. It was stated that the customer have been working with the doctor to treat his high glucose over the last two weeks. The caller stated that the doctor recommended disconnecting the insulin pump and treated his glucose level with manual daily injections. Troubleshooting was performed. The time and date were incorrect. Reviewed the alarm history and found frequent auto off alarms. Advised the caller to have the customer review the status screen each night to prevent error alarms. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.